Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to perform an adhesion break force test on a used device.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the skin. The caller reported that this has occurred with 2 infusion sets from the same box. It was alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.